Manufacturer narrative:
The investigation reviewed the last calibration performed 12-aug-2023; there were no alarms noted but the calibration was significantly lower than the expected ranges. According to the field service engineer (fse), this was the cause of the issue. The customer recalibrated the assay which resolved the issue. The investigation reviewed the qc recovery; the qc recovery was within -2 standard deviation sd. There was no indication of a performance issue with the reagent or analyzer. The investigation reviewed the alarm trace; a "sample liquid level detection (lld) malfunction during movement" was noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii results from two patient samples tested on the cobas e411 rack. The initial results were reported outside of the laboratory. The doctor questioned the results because the patients' previous clinical picture results were much lower than the initial results. Patient sample a the initial result of the undiluted patient sample was >3,000 pg/ml with a data flag. The clinical picture result four days ago was 1,049 pg/ml. The repeat result with the patient sample at 1:10 dilution was 3038 pg/ml with a data flag. The repeat result with the patient sample at 1:2 dilution was 6000 pg/ml with a data flag. Patient sample b the initial result of the undiluted patient sample was >3,000 pg/ml with a data flag. The clinical picture result yesterday was 2,450 pg/ml. The repeat result with the patient sample at 1:10 dilution was 7,688 pg/ml with a data flag. The reporter stated that they are unsure which results are correct. The reporter stated that they did not report any of the results and that they sent out the primary patient samples to their sister site for reruns and comparison.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The field application specialist (fas) instructed the customer to run more diluted patient samples. The fas also reviewed the qc data and instructed the customer to recalibrate and rerun qc with a different reagent lot. He noted that the last calibration was performed on 26-jun-2023. The customer then performed recalibration and qc. The fas verified that the results were acceptable. The fas compared the results with the customer's sister site and noted a difference in the standard deviation (sd) of their qcs. He then instructed the staff at the customer's sister site to recalibrate and rerun qc as well. The fas also went to the customer's sister site and performed a patient sample comparison study between the two sites. He noted that the results and the qc between the two sites matched better and were within a 10% difference after calibration. The investigation is ongoing.